Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during procedure, after a few times of sealing, the upper jaw broke and the device stopped working. While checking the device outside, the physician touched the jaws and noticed the jaws were broken; the spindle pin was found disengaged and missing. The patient underwent x-rays and a CT scan but no foreign material was observed in the patient. Another device was used to continue the procedure. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used ls1520 was received for evaluation. Visual inspection found the jaw pin disengaged from the jaws. The investigation found the jaw pin had disengaged causing the jaws to separate. The device could not be used in this condition. The pin was not returned. Manufacturing is performing a 100% pin push test that is applied before and after cycling as preventive measure. This lot was manufactured before the corrective action was implemented. Without the pin for analysis, the investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode.